Manufacturer narrative:
As reported, since the implantation of 3dmax light mesh the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain and inflammation as possible complications. Review of manufacturing records confirms the product was manufactured to specification. Note, the date of event (15-sep-2022) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, in (B)(6) 2022 the patient underwent a hernia repair procedure and was implanted with a 3dmax light mesh. It was reported that since the procedure the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain.

Manufacturer narrative:
As reported, since the implantation of 3dmax light mesh the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain and inflammation as possible complications. Review of manufacturing records confirms the product was manufactured to specification. Note, the date of event (15-sep-2022) is considered to be the best estimate. Addendum 1: this is an addendum to the initial MDR submitted to correct the product identifiers and to report that the provided medical device lot # does not correspond to the device implanted in the patient. Upon further review, it was noted that the patient was implanted with the 3dmax light in 2022; however, the medical device lot # provided was manufactured in 2024. It was identified that the provided medical device lot # does not correspond to the device implanted in the patient on 2022. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (medical device catalog/lot/expiration date and UDI) addendum 2: h11: this is an addendum to the previously submitted mdrs. This MDR (ref. No. 1213643-2026-00194) was identified as duplicate of a previously submitted MDR, (ref. No. 1213643-2025-01111). As such, this supplemental emdr is submitted to report the information. Any additional information received regarding this patient will be submitted under ref. No. 1213643-2025-01111. Updated fields: b4, g3, g6, h2, h10, h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, in (B)(6) 2022 the patient underwent a hernia repair procedure and was implanted with a 3dmax light mesh. It was reported that since the procedure the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain.

Event description:
As reported, in (B)(6) 2022 the patient underwent a hernia repair procedure and was implanted with a 3dmax light mesh. It was reported that since the procedure the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain.

Manufacturer narrative:
As reported, since the implantation of 3dmax light mesh the patient has been experiencing inflammatory symptoms, fibrosis and chronic abdominal/back pain. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. The adverse reaction section of the instructions-for-use, supplied with the device identifies pain and inflammation as possible complications. Review of manufacturing records confirms the product was manufactured to specification. Note, the date of event (15-sep-2022) is considered to be the best estimate. Addendum: this is an addendum to the initial MDR submitted to correct the product identifiers and to report that the provided medical device lot # does not correspond to the device implanted in the patient. Upon further review, it was noted that the patient was implanted with the 3dmax light in 2022; however, the medical device lot # provided was manufactured in 2024. It was identified that the provided medical device lot # does not correspond to the device implanted in the patient on 2022. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (medical device catalog/lot/expiration date and UDI). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.